Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had no delivery. The customer¿s blood glucose level was 531 mg/dl. Troubleshooting was performed for no delivery and it did resolved the issue. Troubleshooting was also performed for bent cannula. Advised to change infusion set. The customer was treated with glucose intake. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.